Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was noticed that the right ventricular (rv) lead had triggered an alert for high thresholds approximately ten months prior. It was noted that the thresholds had returned to within normal limits and that the lead trends/measurements are within the expected range and stable. The lead remains in use. No patient complications have been reported as a result of this event.